Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed. The reported difficulties were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that force was applied when strong resistance was felt against the sheath. It should be noted that the omni elite instructions for use states: applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that reported that during the procedure to treat an unspecified vessel, a 9.0mm x 29mm x 80cm otw omnilink elite 35 balloon expandable stent system (bes) was advanced through a non-abbott 6fr sheath when strong resistance was felt against the sheath and force was applied. The stent was then advanced to the lesion and stent deployment was attempted, but it completely failed deploy. An attempt was then made to retract the otw omnilink elite bes through the sheath, but it was unable to be removed due to resistance against the sheath. The omnilink elite bes and sheath were removed as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.